Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the plastic piece from the seal had broken off, fell inside the patient's anatomy, and was retrieved without any harm to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and obtained the following additional information: the csr was not present during the procedure but was aware of this issue. The procedure was completed robotically. The cannula seal fell into the patient during the procedure and was immediately retrieved. The cause of the issue was unknown. The patient did not return to the hospital experiencing any post-surgical complications related to retaining a foreign object. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. Port incision was not increased. There was no injury to patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken seal, an investigation was completed. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform testing. Failure analysis confirmed that the torn seal was related to the customer complaint. The seal was found to have a torn duckbill. A piece approximately 0.113" x 0.140" in size was torn off. The fragment was returned with the seal. The complaint regarding a torn seal was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.